Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was noted the right ventricular lead exhibited true noise that resulted in oversensing episodes. The lead noise also resulted in a reduction in bi-v pacing. The patient was brought into the office for isometrics and further evaluation. The lead noise was again noted during the followup. The lead was explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. The connector portion measured 14.2 cm while the distal portion measured 49.2 / 51.3 cm (lead body insulation / ptfe liner). Visual examination found an internal insulation abrasion breaching at 6.1 ¿ 7.0 cm and 10.5 ¿ 11.4 cm from the distal tip. Internal insulation abrasion was found breaching between re/rv cable and inner coil lumens at 8.3 ¿ 8.6 cm from distal tip. The etfe coating of one re/ rv cable and ptfe liner of the inner coil were abraded in this location. Cut to the lead body insulation was noted at 16.7 cm and at 38.8 cm from the distal tip. External insulation abrasion breaching the re/rv cable lumen was found at 40.2 ¿ 40.4 cm from the distal tip consistent with friction to the device can. The etfe coating was found intact in this location.